Event description:
The pharmacist has reported the following, " the reamer broke."

Manufacturer narrative:
Device not returned. If additional information is received it will be reported on a supplemental report.